Manufacturer narrative:
An evaluation of the scd 700 was performed and the customer states ¿the device had arcing damage on the mains lead and the inlet connector.¿ the unit was triaged, and the customer¿s reported condition was confirmed. The potential root causes are excessive damage due to customer misuse. Device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed monthly and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had has arcing damage on the mains lead and the inlet connector.